Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Based on the description of the event, it is likely that the dislodged shield was caused by an asymmetrical instrument that was inserted in a non-axial manner such as a veress needle. Applied medical¿s instructions for use (IFU) states that, ¿extra care should be used when inserting angular and asymmetrical instruments, such as ¿j¿ hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing.¿

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: 04.07.2024 additional information received from territory manager confirming the model number is ctf12. 05.07.2024 additional information received from customer relations via email: this account does not purchase this product on its own. It is purchased as part of gk351. 09.07.2024 additional information received from territory manager via email: ¿apparently, it was the exact same thing as the one you had details on (ref complaint 2024-001637). Only difference being that they were just putting lap forceps down the port (mid-case) and they spotted the plastic the inner valve in the abdominal cavity.¿ patients are fine in both cases (from complaint 2024-001637) veress needle was put down trocar to de-bulk gall bladder. Dr [name] thinks the needle may have caught on the valve of trocar and this had to be removed from inside the patient. No clinical impact. Intervention: replaced device and part of tricar removed from inside patient. Patient status: patient is fine.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: 04.07.2024 additional information received from territory manager confirming the model number is ctf12. 05.07.2024 additional information received from customer relations via email: this account does not purchase this product on its own. It is purchased as part of gk351. 09.07.2024 additional information received from territory manager via email: ¿apparently, it was the exact same thing as the one you had details on (ref complaint (B)(4) ). Only difference being that they were just putting lap forceps down the port (mid-case) and they spotted the plastic the inner valve in the abdominal cavity.¿ patients are fine in both cases. (From complaint (B)(4) ) veress needle was put down trocar to de-bulk gall bladder. Dr [name] thinks the needle may have caught on the valve of trocar and this had to be removed from inside the patient. No clinical impact. Intervention: replaced device and part of tricar removed from inside patient. Patient status: patient is fine.